Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy neck anastomosis surgical procedure, the fenestrated bipolar forceps instrument had a broken cautery wire. The user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the broken cable was black. The cable was fully broken and no fragment fell into the patient. There was no patient injury. The procedure was completed robotically as planned with no delay. The reporter was unsure whether a backup instrument was used. There was no loss of cautery associated with the broken cable. The reporter did not know if the damage was first observed intraoperatively or when the instrument was removed from the patient. No arcing was observed. The instrument was inspected prior to use and no damage was found. The reporter was unable to disclose the patient demographic information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found no damage to the instrument conductor wires. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.